Event description:
It was reported that the loop broke off during the case and needed to be retrieved via graspers. No negative impact in state of health reported.

Manufacturer narrative:
The device was already discarded and will not be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).